Event description:
It was reported that the ilet pump¿s screen display was unreadable while the device and insulin delivery remained functional, and blood glucose stayed within target per the paired mobile app; the device was replaced and the user was instructed on shutdown, data sync, return process, and that setup would be required on the replacement. Symptoms included no hypoglycemia, no hyperglycemia, and no other adverse clinical effects. Outcomes included no impact to blood glucose control, no medical intervention, and no hospitalization. Investigation included a review of device function through user report, confirmation of mobile app connectivity, and coordination for device replacement and return for evaluation. Investigation of this case revealed a display visibility malfunction limited to the user interface, without impact on therapy delivery or alerts accessible via the mobile app. It was concluded, based on previously established findings for similar reports, that the cause was a device display hardware failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.